Event description:
The customer states that an axsym bhcg result of <5.0 mlu/ml was reported on a patient. The same patient specimen was retested yielding a result of 50,000 mlu/ml. No impact to patient management was reported.